Event description:
It was reported that the needle 23g 1in tw experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm on needle hub. Brown color fm on needle hub.

Manufacturer narrative:
H.6. Investigation summary: two photos and one actual sample were received by our quality team for evaluation. Upon visual inspection of the photos and sample received, brown liquid-like foreign matter on the outer surface of the needle hub, epoxy, cannula and inside the needle shield was observed; therefore, the failure was verified. Fourier-transform infrared spectroscopy (ftir) testing was also performed on the foreign matter and it was determined to be diundecyl phthalate which is used on the manufacturing equipment during the assembly process. A device history record review found no non-conformances associated with this issue during production of this batch. Conclusion: based on the quality team's investigation, the foreign matter came from the manufacturing equipment. The manufacturing process was reviewed. The brown fluid droplet on the metal plate was due to the outgassing process. Current process there is an outlet channel to channel out the brown fluid droplet. However, there may still be some residual droplet on the metal plate which drip onto the needle product when the product moves towards the oven entrance (refer to figure 3). Immediate action was taken to clean the metal plate to remove the residual fluid droplet. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 23g 1in tw experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm on needle hub. Brown color fm on needle hub.